Event description:
It was reported that at 68,596 joules during a prostate procedure, the tip of the fiber broke off inside the patient . The procedure was completed using a second fiber. Patient outcome: "no injury to patient reported".

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal cap exhibited sings of melting at the output window; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibited moderate devitrification at the output window; the metal cap exhibits moderate burn on detritus; the distal end of the glass cap/fiber is detached and not returned. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. User handling due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.